Event description:
It was reported that boston scientific technical services (ts) was asked to consult about a patient presenting with bradycardic symptoms. To the physician it appeared to be third degree heart block (hb). Ts stated that the right ventricular (rv) automatic threshold (rvat) test showed capture earlier that day but that the rv lead showed loss of capture on the electrogram. The device and leads remain in service. No additional adverse patient effects were reported.

Event description:
It was reported that boston scientific technical services (ts) was asked to consult about a patient presenting with bradycardic symptoms. To the physician it appeared to be third degree heart block (hb). Ts stated that the right ventricular (rv) automatic threshold (rvat) test showed capture earlier that day but that the rv lead showed loss of capture (loc) on the electrogram. Later, it was determined that the loc was due to subpar capture thresholds. The device was reprogrammed and the ventricular outputs were increased. The device and leads remain in service. No additional adverse patient effects were reported.